Manufacturer narrative:
Updated section h6 as it relates to the component code and investigation, findings/conclusions.

Event description:
It was reported that the weld broke where head actuator attaches to the frame deck.

Manufacturer narrative:
It was reported that the weld broke where head actuator attaches to the frame deck, the head section deck of bed will not function / actuator damaged . There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.